Event description:
On 11/17/05, while in a meeting for work, I began to experience pain in my right eye. I was wearing soft contact lenses at the time, and my eye began tearing uncontrollably. The pain in my right eye became so severe, that I drove to see dr in the early afternoon. Dr immediately referred me to an ophthalmologist, and I was seen that afternoon. I was seen twice by ophthalmologist, and when it was apparent that I had developed a corneal ulcer that was not responding to any antibiotics. I was referred to and seen (emergency) by a third dr two days later. By then, I had lost most of the vision in my right eye. I was in severe pain, and extremely light sensitive. I was put on a cocktail of fortified antibiotics initially, and then an antifungal, natamycin, and followed daily by drs. The vision in my right eye returned to nearly normal in 02/2006, and my vision was corrected in 03/06 with new glasses. My right eye does not open completely. As a result of the corneal ulcer, there is a permanent scar from the ulcer on the pupil, and I am waiting for the cornea to remodel -still a concave region-. I still have loss of vision in the lower nasal quardrant of my right visual field. There are 3 contact lens wearers in my family, and we have all used bausch and lomb renu with moisture loc. Since my eye infection, I have ceased wearing contact lenses--the other 2 members of my family are still wearing contact lenses. I tracked down the contact lens solutions used by our household -there are 3 soft contact users-, and found the sample bottles still remaining. We were told by the optometrist to stop using the solutions, but I will save samples. Bausch and lomb renu with moistureloc--we had rec'd in the last year approximately 18 sample bottles labeled "for professional dispensing only, not for resale" from our optometrist. The bottles were associated with the great start kit. My son developed a corneal ulcer first in early 11/05, while wearing contact lens, which resolved after 3 days. My infection took approximately 2 months to clear with a combination of antifungal/antibiotic drops and surgery. We used approximately 12 bottles of 2 fl. 0z. Of sample solutions of basuch and lob renu with moistureloc within the last year.